Event description:
It was reported that the patient experienced a possible stroke or aphasia one month post implant of the deep brain stimulation (dbs) system. There is swelling near one of the lead extensions, and a return of the pre-existing symptoms of tremors, the therapy shows to be on but does not provide symptom relief, and the patient was hospitalized, however it is unknown if the stroke or aphasia is device related. The patient has since been discharged from the hospital and transferred to a rehabilitation facility. No devices will be returned as they all remain implanted.